Event description:
Boston scientific crm received information that during the implant procedure, the right ventricular lead perforated the myocardium into the pericardium. After performing a pericardiocentesis, the device implant procedure continued. The device and leads were all successfully implanted. No additional adverse patient effects occurred. As the product remains in service, it will not be returned for analysis. There is no additional information related to this event available to the company at this time. If additional information becomes available, the event will be updated as necessary.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.